Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: upon opening the packaging, the syringe showed a quality defect on the upper part with the presence of diffuse brown spots.

Manufacturer narrative:
(B)(4) follow up for device evaluation. The presence of diffuse brown spots was reported. To support the investigation, one sample from lot 4094384 and two photographs were submitted for evaluation by the quality team. The sample was received with an unsealed packaging blister that included all relevant product information. Upon inspection, the sample exhibited a brownish discoloration. Both photographs depicted a loose syringe from different angles, also showing similar discoloration. This condition is consistent with embedded foreign matter. The observed discoloration is non-conforming to product specifications and is attributed to the molding process. Specifically, the embedded degraded resin likely resulted from prolonged exposure to high temperatures within the molding machine, such as during start-up. This defect is considered cosmetic in nature and does not pose a risk to the customer. A review of the device history record for material number 309628, lot 4094384, was completed. All visual inspections were performed in accordance with established requirements, and no quality notifications related to the reported condition were identified. The lot was inspected and accepted per the inspection control plan, approved for shipment, and found to be in compliance with product specification requirements. To date, no similar events have been reported for this lot.